Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a seizure. The basal rates had doubled since the customer had started on the pump three months prior. The pump was downloaded and several boluses were found in the history, which had been delivered prior to being hospitalized. Diabetes educator was to get in contact with customer for additional training.